Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 424 mg/dl. The customer reported difference between sensor glucose value and blood glucose value. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.